Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the "power cable disconnect" alarm became active when the black power lead was maneuvered. The black power lead was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller was continuously alarming and no alarm lights turned on. The system controller was exchanged for another system controller and no further problems were reported.